Event description:
Ref MFR# (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product investigation, analysis and resolution for the device described in this report. Product records were reviewed for this lot and show the stress and tightness testing passed. A supplemental medwatch will be submitted if additional information becomes available. (B)(4). This medwatch is related to medwatch report #8010762-2014-00220 and 3008355164-2014-00108.